Manufacturer narrative:
Return of the suspect hard drive and ebox is anticipated. Evaluation of these parts will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported their cx50 ultrasound system displayed a blank screen and shut down during use with a patient in an unstable condition. The type of procedure being performed is unknown at this time. A philips service engineer replaced the hard drive and ebox to repair the system. There was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
The previously submitted follow up report omitted the evaluation method codes, evaluation results code and the conclusion code. Submitting additional information with the evaluation method codes, evaluation results codes and the conclusion codes.

Manufacturer narrative:
A philips field service engineer performed a thorough inspection of the cx50 ultrasound system and determined the reported issue was caused by a failed e-box assembly and hard drive. The service engineer repaired the system by replacing the e-box assembly, hard drive and reloading the system software. The e-box assembly had a defective morpheus board that required replacement. The hard drive was inadvertently discarded prior to returning for evaluation; therefore, no additional failure analysis could be performed. The system has returned to service.